Event description:
It was reported that a device was used during a laparoscopic appendectomy. The surgeon inserted the device into the pt without incidence and found the right iliac vein was damaged. It is unknown whether damage was caused by the device. No further info was available.